Event description:
The pt had the pump replaced (see manufacturer report #2182207200903949). The pt was hospitalized for 17 days in 2009 following replacement. The pt required additional treatment for aspiration pneumonia, respiratory distress due to pulmonary edema and acute renal failure. The pt's respiratory and hypersensitivity issues resolved without sequelae. Current renal status was unknown, the pt was at increased risk for repeated aspiration following a modified barium swallow study prior to discharge, but the family refused placement of a gastrostomy tube.